Event description:
Same event as MFR# 6000093-2007-01306 and MFR# 6000093-2007-01037. It was reported that during a carotid artery stenting procedure, difficulty visualizing the stents was encountered. The stents were being used to treat a vessel dissection caused by another MFR's device. The physician experienced difficulty visualizing the edge of the stents during deployment. The physician was able to complete the procedure with these devices. There were no reported pt complications. Pt status listed as "fine".

Manufacturer narrative:
The stent remains implanted and the delivery device was apparently discarded by the facility, therefore, no direct product analysis will be available. The root cause of the event is unk.